Manufacturer narrative:
Section d7: corrected information. Investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient was given antibiotics on (B)(6) 2018 for a driveline infection. On (B)(6) 2018 the patient exit site debridement. The device was later exchanged on (B)(6) 2019. The device was reportedly functioning as intended and would not be returned for evaluation. Driveline infection is listed in the hm2 IFU as an adverse event that may be associated with the use of the hm2 lvas. The IFU outlines recommended care for the driveline. Hm2 IFU doc#10006960 rev c. The hmii IFU lists driveline infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. This type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient experienced driveline infection on (B)(6) 2018 and received debridement at driveline exit site on (B)(6) 2018 which are reported under MFR report #2916596-2019-00127 and MFR report #2916596-2019-00130, respectively. Approximate age of device- 1 year, 7 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received pump exchange on (B)(6) 2019 due to infection. Device will not be returned for evaluation. No additional information was provided. Of note, the patient experienced driveline infection on (B)(6) 2018 and received debridement at driveline exit site on (B)(6) 2018.